Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 48 mg/dl. The customer stated that they had been calibration errors. The customer did not mention how they treated their blood glucose. The customer returned their sensor for analysis and was shipped replacements.